Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, there was patient glue in the instrument channel. The procedure proceeded normally, however, the subject device was not immediately given to reprocessing after the procedure, consequently the glue was dried up and got stuck in the instrument channel. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the air/water nozzle was clogged with foreign material. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, the event may have occurred in the following mechanism; a) fluid containing the glue entered the nozzle and the channel while the device was being immersed in stomach fluid containing residual glue. B) the fluid containing the glue got dried in the nozzle and the channel because it took longer until the device was reprocessed. C) because the remnants of glue adhered within the nozzle and the channel, the user was not able to remove it by normal reprocessing. If additional information becomes available, this report will be supplemented.